Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Customer states the appearance of the upper teeth are fine. You can see a front tooth isn't quite straight. Overbite and cuspid are off. I had a dental cleaning and exam. Due to the aligners I've had gum recession that will require a gum grafting. X-rays also reveal slight bone loss due to teeth moving too quickly. Occlusion is off by about a millimeter in various places. Hope this info helps.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.